Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient's thrombus has resolved.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that a thrombus occurred. In (B)(6) 2017, a 30mm watchman ® laa closure device was implanted during a left atrial appendage (laa) closure procedure without any problem. At the patient's 45 day follow-up a transesophageal echocardiogram (tee) revealed a thrombus on the device. The patient had a therapeutic international normalized ratio (inr) within the 45 days. No further patient complications were reported and the patient's status is fine.